Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a cracked batter door, damaged battery compartment, worn uso seal, and a damaged dso seal. There was no evidence to review in the device's event history log. Three accuracy tests were performed and found the reported problem to be duplicated. The device was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the accuracy test during a bench test. No additional information available.